Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in capture thresholds. This lead was subsequently repositioned and remains in service. Other than the surgical procedure, no additional adverse patient effects were reported.